Event description:
A malfunction was reported on the pump, indicated by malf 12, but no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, remaining within normal range. Technical support provided information to reset the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to contact support if it happened again. The customer acknowledged and understood the instructions and continued to use the pump.